Event description:
Subsequent to the initial report submitted, the physician stated that the 2.5 x 15 mm xience v and the 3.5 x 28 mm xience v stent implant were removed during surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: factors that can contribute to difficulty to deploy include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under-sizing of the vessel. In this case, a stent implant was returned with blood and contrast visible, which is consistent with handling and suggests that the stent was implanted and removed from the anatomy, as reported. The entire length of the stent implant was stretched, and the distal end of the stent implant was mangled. The proximal end of the stent implant was separated and the separated portion was not returned. There was a 5.4 cm piece of the distal end of a non-abbott guide wire returned. There was blood and contrast on the separated guide wire, and corrosion on the center solder. The tip coils were pushed distal from the center solder, and the intermediate coils were offset, overlapped, and loosely wound proximal to the center solder. The stent delivery system was not retuned. Scanning electron microscopy (sem) analysis revealed that the damages may have occurred as a result of mechanical damage. It was noted during the analysis that the stent may be a 28 mm length stent; however, due to the condition of the returned stent, it cannot be definitely confirmed which stent was returned. Additional attempts were made to request clarification from the account regarding the returned stent; however, the account could not determine which stent was returned. In this case, there was no note of any damage to the stent delivery system (sds) or stent implant observed prior to the procedure, which may suggest that a product deficiency did not contribute to the reported difficulties. It is possible that an interaction with the calcified lesion affected the ability of the stent to fully expand and appose to the vessel wall. Then as a guide wire was advanced, the tip of the wire likely became jailed within the struts of the deployed 3.5 x 28 mm xience stent and could not be removed, as reported. Then as a result of continued interactions with the guide wire, the stent struts became damaged, which subsequently led to the difficulty to remove. The additional mechanical damages/separation to the stent implant most likely occurred during the surgical removal of the stent. There is no indication of a product quality deficiency. It was reported that the total lesion length was 40 mm. It should be noted that the xience v instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions less than or equal to 28 mm in length. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported difficulty. A review of the device lot history record did not reveal any associated nonconforming material records that would have contributed to this event. A query of the complaint-handling database for the reported lot, revealed no other incidents for difficult to deploy, difficult to remove, or stent damage. This suggests that there is no lot specific product deficiency. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, rinato, balance; guide cath: shelper 6f jr4.0 access 6f jr4.0; stent: xience v the device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The 2.5 x 15 mm xience v is being filed under a separate MFR number.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 90% stenosed right coronary artery (rca), two different 3.5 x 28 mm xience v stents were deployed in the proximal and mid rca without issue. As the distal part of the xience v stent implanted in the mid rca was confirmed not to be fully apposed to the vessel wall, the non-abbott guide wire became caught in the xience v stent deployed in the mid rca. Then a 2.5 x 15 mm xience v stent delivery system was delivered toward the posterior descending rca; however, the stent dislodged off the balloon as it got caught with the 3.5 x 28 mm xience v stent. It was noted that the stent struts of the implant stent became damaged. Another 3.5 x 28 mm xience v stent was deployed inside the stent in the mid rca. The dislodged stent remained in the posterior descending rca and the guide wire remained caught in the proximal stent; the patient was sent for surgical intervention to remove the devices. As of (B)(6) 2011 the patient remained hospitalized. Though requested, no additional information was provided.